Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector was pulled from the case. Upon further investigation, the monitor had insect contamination. The root cause for the missing receptacle was physical abuse. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to recognize the therapy electrodes.